Manufacturer narrative:
(B)(4). As reported by the user facility, no sample and/or lot number is available. It should be noted that without the actual device and/or lot number, a thorough investigation could not be performed. Review of the discrepancy management system database was unable to be performed because the lot number was reported as unknown. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: patient was receiving chemotherapy and at the completion of treatment (after flushing tubing) the nurse removed tubing from pump and it was slit and leaking at the green clamp. No patient injury reported.